Event description:
It was reported that a skin irritation had occurred while wearing the pod for more than 48 hours on the leg. Symptoms began 1 day into usage. The affected area was uncomfortable. Patient visited physician and was prescribed short acting insulin. The doctor wanted to prescribe antibiotics but they refused. The patient stated that the diagnosis was an inflammatory reaction to the cannula insertion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
Inspection of the needle tip, soft cannula, adhesive pad, and bottom housing found no damages or defects that would contribute to pain or irritation. The cause of the reported event could not be determined.